Manufacturer narrative:
B3: unknown; no information has been provided to date. One device received for analysis. Visual inspection was performed and found the downstream occlusion (dso) sensor and seal were contaminated. The dso sensor and seal were replaced. Functional testing confirmed customer reported event, the power button was unresponsive. The cause was identified to be the battery compartment, and the battery compartment was replaced.

Event description:
Device evaluation revealed contamination of the downstream occlusion (dso) sensor and seal. There was no patient involvement.